Manufacturer narrative:
A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, and quality control data. Three devices were returned for investigation with the returned packaging confirming reported lot number 9361620. Device #1: the device was returned with the handle in the open position. The basket formation is semi closed. The male luer lock adapter (mlla) is loose. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3.7 cm in length. Visual examination noted there are no kinks in the basket sheath. One wire in the basket formation has pulled out of the distal cannula. Functional testing determined the handle actuates basket formation to the opened and closed positions. Device #2: the device was returned with the handle and the basket formation in the open position. Functional testing determined the handle actuates basket formation to the opened and closed positions. Visual examination noted two wires in the basket formation have pulled out of the distal cannula. Device #3: the device was returned with the handle and the basket formation in the open position. Functional testing determined the handle actuates basket formation to the opened and closed positions. Visual examination noted one wire in the basket formation has pulled out of the distal cannula. A review of the device history record for lot number 9361620 record found there were no non-conformances that would cause or contribute to the reported failure mode. A review of complaint history revealed no other complaints associated with the complaint device lot number (9361620). The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint was confirmed based upon evaluation of the returned devices. The cause of the wire separation from the basket cannula could not be established. Measures have been initiated to address this failure mode. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information has been received.

Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, all three ncircle tipless stone extractor baskets broke in a similar fashion as we were trying to retrieve stones from the kidney, with the same lot number. All baskets broke without much effort or strain. As reported, otherwise no other occurrence had been noted nor had there been adverse effects in the case other than we had to open additional baskets for the procedures. Additional patient and event details have been requested. At the time of this report, there has been no new information provided.